Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump display screen was found to be functioning appropriately during testing. Unrelated to the complaint, the pump battery compartment was observed to be cracked. Also unrelated to the complaint, the bolus button was found to be intermittently responsive; the button was removed and the button slug was found to be misaligned with contamination under the button contact.